Event description:
Began use of recalled philips respironics CPAP dreamstation in 2019. I developed a severe chronic cough within a few months which worsened over time. I sought medical care for the cough but was unable to find cause or relief. CT scan revealed ground glass nodule in lung and I am getting CT scans every six months to follow the nodules. Over the second year of use (2020-july 2021) I developed headaches and asthma and a reactive airway with increased sensitivity and worsening asthma as well as neuropathy, dizziness and extreme fatigue with exertion I discontinued the use of the dreamstation when I learned of the recall in july of 2021. I received a replacement model from philips and have been using it regularly since my apnea is severe. Over the last six months I have had a constant, red, sore throat, pain in my ears and daily headaches. My cough remains. FDA safety report ID # (B)(4).